Event description:
It was reported that the lead was explanted and replaced due to high hv and svc impedance of greater than 200 ohms, and an apparent lead fracture. Additional information was provided. Alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate or inadequate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Event description:
It was reported that the lead was explanted and replaced due to high hv and svc impedance of greater than 200 ohms, and an apparent lead fracture. Additional information was provided by the patient's attorney. A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate or inadequate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead. There were further allegations from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; defib conductor was fractured; full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary; defib conductor was fractured; full lead was returned for analysis.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary; (B)(4):the full lead was returned, analyzed and the defibrillator conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical) and there was blood in/on the helix/lobe mechanism. (B)(4) performance data was collected from the device was analyzed and revealed high resistance/impedance. The weekly defibrillation and superior vena cava impedance measurements were consistent in the range of 50s - 70s until the week ending (B)(6) 2007. From this week through the duration of the file with the week ending 19 nov 07 the max value of these values ranged from 332 - 1280 ohms.